Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. During the attempt to perform the simulated treatment a blank display was encountered. It was identified that the cause for the blank display was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The technical support representative advised to change the wall the cycler was plugged into; however, the screen remained off after switching the wall. Upon further follow up with the patient¿s peritoneal dialysis nurse (pdrn) it was confirmed that the patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the new cycler with no issues and without reoccurrence of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.